Manufacturer narrative:
E1 reporting institution phone number: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was dark even though the brightness was set to the maximum. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the user interface assembly and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed user interface (ui) assembly was returned to the product investigation lab (pil) for failure analysis. The ui assembly was tested, and the failure was confirmed due to a faulty liquid crystal display (lcd). Troubleshooting to the component level on the standard test bed (stb) verified the following: the backlight portion of the lcd was faulty. Through the process of component isolation, the technician verified that the inverter portion of the ui assembly and ui printed circuit board assembly (pcba), all cables associated with the ui assembly, and the touch portion of the lcd operated as designed. The technician confirmed that the graphics were visible, but the backlight portion of the lcd (ccfl - cold cathode fluorescent light) was very dark, verifying an issue with the fluorescent backlights. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.